Event description:
It was reported that a one-link non-dehp standard bore catheter extension set had air trapped within it. The reporter stated that the cap was tightened appropriately and there were no defects noticed with the tubing. This was observed during a procedure in which an injection was about to be used and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.